Manufacturer narrative:
(B)(4). Concomitant information: vicryl mesh -used only if there is no omentum. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? O if yes, please provide a complaint reference number. ¿ does the surgeon believe that ethicon products / prolene & vicryl mesh, pdsii & prolene suture involved, contributed to the adverse events described in the article? O if yes, provide details of event and product code. ¿ provide product code and lot number of mesh and or suture. ¿ can specific patient demographics be provided for each of the subjects of this article? ¿ if yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions.

Event description:
It was reported in a journal article that the patient underwent an open or laparoscopic incisional hernia repair procedure on unknown date and the mesh was implanted. It was possible that the patient experienced early postoperative complications such as seroma, hematoma, surgical site infection or mesh infection. It was also possible that the patient experienced late complications such as recurrence with reoperation or episodes of intestinal occlusion. Intestinal occlusion was treated with re-operation or resolved with medical treatment. It was possible that the patient experienced a serosal lesion of the bowel and bowel perforation resulting in the surgical procedure being performed under contaminated conditions. The patient possibly experienced a major postoperative bleeding and required reoperation during the immediate postoperative period. It was also possible that the patient presented with chronic sinus mesh and the mesh had to be removed after more than one year. Additional information has been requested.